Event description:
Healthcare professional reported "replacement for the left side due to prosthesis ruptured for [contralateral] side" and "fibroadenoma", which is not device-related. Healthcare professional later reported "both sides¿ prosthesis rupture".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported "rupture". Healthcare professional reported "replacement for the left side due to prosthesis ruptured for [contralateral] side" and "fibroadenoma", which is not device-related. Healthcare professional later reported "prosthesis rupture". This record is for the left side. The device has been explanted.

Event description:
Patient reported "rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, b5, b6.

Event description:
Patient reported "rupture". Healthcare professional reported "replacement for the left side due to prosthesis ruptured for [contralateral] side" and "fibroadenoma", which is not device-related. Healthcare professional later reported "prosthesis rupture". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and lump/nodule was received on march 10, 2026 with lot number 2036879. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿lump/nodule: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis creases, wear abrasion and non penetrating nicks are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture". Healthcare professional reported "replacement for the left side due to prosthesis ruptured for [contralateral] side" and "fibroadenoma", which is not device-related. Healthcare professional later reported "prosthesis rupture". This record is for the left side. The device has been explanted.